Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting frequent loss of prime alarms without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump was further evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime with zero force was recorded. A no cartridge detected alarm was also recorded in the pump¿s black box history. No loss of primes occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no defects were found to the flex pins. The force sensor resistance reading was found to be out of the required specifications. The complaint that the pump was emitting frequent loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).